Manufacturer narrative:
Based on the presentation and time course, it is possibly sirt related though strictly speaking not reild because bilirubin is not higher than 3mg/dl and the onset is much longer than 2 months post implantation. The ascites doesn't seem to be due to liver progression though the radiologist did note in (B)(6) 2016 that there was increased hypodensities in the liver, probably radiation effects of the liver. If sirt related, I we would also expect to see more radiological findings related to portal hypertension. Implanted device unable to be returned.

Event description:
Doctor treated patient with sir-spheres microspheres in (B)(6) 2016. In (B)(6) patient presents with CT results changes to the liver, ascites and elevated bilirubin. Based on liver anatomy changes and lab value changes, doctor suspected radiation induced liver disease, possibly due to selective internal radiation therapy (sirt) with the product.